Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the allegation of ipg had possible battery acid or other white substance was confirmed. The ipg passed visual inspection and was able to link to a known good remote control (rc) and had good impedance measurements. However, there was a crusty white substance such as a biomass stuck on the can of the ipg. The ipg passed internal visual inspection. No anomalies were found with the battery.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure physician notice a white crusty substance which also found within the pocket tissue. The patient was doing well post operatively.

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure physician notice a white crusty substance which also found within the pocket tissue. The patient was doing well post operatively.